Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device via email, and the customer was unable to obtain glucose readings. The customer felt weak, and symptoms described as dizziness, cold sweats, and tremors. It was reported that the customer was unable to self-treat, and the customer was treated with sugar water for treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.